Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on april 19, 2023.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on june 22, 2023.

Manufacturer narrative:
This report is submitted on october 27, 2021.

Event description:
Per the clinic, the patient experienced performance decrement. It was reported that the whole electrode array showed open circuits. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.